Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor experienced error m4. Additionally, when connecting motor to the console, an s3 alarm was also triggered. Exchanging the console does not resolve the s3 alarm. The motor was exchanged. There was no patient involved in the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of s3: system fault and m4: motor alarms was confirmed via the motor¿s functional analysis. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department, and s3 + m4 alarms were reproduced across multiple test consoles when the motor was in use. The motor¿s speed was unable to be set, as the motor remained at 0 rpm when the speed was raised. Manipulation of the cable did not affect the motor¿s inability to function throughout testing. The motor¿s cable was measured for continuity, and an open loop was observed between the analog ground wire and the signal wire that connects to it. The motor¿s cable was stripped, and the analog ground wire, which coils around all of the signal wires, was observed to have been frayed and fractured in two areas several inches away from the connector-side bend relief. Damage to this wire would cause the motor to not operate as intended. The root cause of the reported event was determined to have been wire fatigue within the motor¿s cable, consistent with repetitive flexing of the cable over time. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and m4 alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor experienced error m4. Additionally, when connecting motor to the console, an s3 alarm was also triggered. Exchanging the console does not resolve the s3 alarm. The motor was exchanged. It was noted that the alarms resolved after exchanging the motor's and that no alarms or issues occurred on either console post exchange. The original console was tested with a new motor and no alarms were observed. Based on this the site believed that only the motor was malfunctioning. It was noted that all tests were performed using a test kit including tubing, sensor, and centrifugal pump. No log files were available. There was no patient involved in the event.